Event description:
It was reported that the fill manifold was defective in the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Customer reports blood back parts were replaced, then customer ran tests but unit's fill manifold still failed. Customer thinks the fill manifold is defective and wants to exchange it for a new one. A supplemental report will be submitted when additional information is provided and/or our investigation is completed.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d10, g4, g7, h2, h10. The national repair center (nrc) received the fill manifold for failure investigation. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Communication/interviews (4111) and device not accessible for testing (4117) :the customer replaced the manifold and calibrated per manual. All functional and safety tests were passed to meet factory specifications, and the iabp was cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while the customer was attempting to replace parts contaminated due to blood back into the cardiosave intra-aortic balloon pump (iabp), the fill manifold was found defective upon installation. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer resolved the issue by replacing the fill manifold. The customer completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released by the customer for clinical service. The customer returned the removed fill manifold to failure analysis and testing department. The failure analysis and testing department (fat) received a helium reservoir assembly. Performed visual inspection of the helium reservoir assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the helium reservoir assembly into fat iabp cardiosave test fixture for testing of the reported problem. Performed and tested the helium reservoir assembly in accordance with procedure and the cardiosave service manual. Performed all manifold test/leak test in an attempt to recreate the reported problem. Found that all functions were normal. The tests did not trigger the reported problem of the helium reservoir assembly being defective. The fat was unable to replicate the failure experienced by the customer. Retaining the helium reservoir assembly in the fat per procedure.

Event description:
N/a.